Event description:
Procedure type: lap gastric bypass. According to the reporter: needle jammed on tissue and did not pass. The device was toggled back and forth until it opened. No unanticipated tissue loss. No blood loss of 500cc or more. Surgical time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).